Event description:
It was reported that, the surgeon removing a ceramic acetabular insert and the tip of the instrument broke off. The tip of the instrument was retrieved from the pt.

Manufacturer narrative:
Add'l info has been requested, and if received, will be submitted on a supplemental report.